Manufacturer narrative:
Prime alarm during the basic occlusion test due to loose/protruded drive support disk. The insulin pump passed the stop current test, run current test and displacement test. Unable to perform the self-test, unexpected restart error test, off no power test, occlusion test and no delivery test due to prime alarm. The insulin pump had cracked battery tube threads, reservoir tube lip, minor scratched display window and missing end cap sticker.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that she was in the process of changing her reservoir and priming the line, when the insulin kept squirting out of the pump. Customer's blood glucose was 300 mg/dl at the time of the incident. Customer stated the insulin is squirting out during the manual prime process. Customer stated that she was receiving a compromised force sensor system alarm. Customer treated with a manual injection. Customer was advised to disconnect from the pump. Customer reported the drive support cap was sticking out. Customer was advised that the pump will need to be replaced. Customer was advised to discontinue use of the pump and to revert to back-up plan.